Event description:
Attempted to use bladder scanner on pt. Switched out batteries, tried to charge battery with device plugged into wall. Tried to turn on device while plugged into wall and unplugged and device would not turn on when pushing the "on" button.

Event description:
Attempted to use bladder scanner on pt. Switched out batteries, tried to charge battery with device plugged into wall. Tried to turn on device while plugged into wall and unplugged and device would not turn on when pushing the "on" button.